Event description:
It was initially reported that following an uneventful right eye (od) trabecular microbypass stent system procedure, the patient presented with a hyphema at one (1) week postoperatively. Through follow-up, the surgeon reported that hypervascularized schlemm's canal and trabeculum contributed to reported hyphema. The hyphema was characterized as grade ii hyphema associated with iop increase and inflammation, which was subsequently treated with anterior chamber washout. Per report, the patient was not on any anticoagulation therapy pre or post operatively, and the most recent status was reported as improving with ongoing elevated iop and inflammation. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant manufacturing and/or sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).